Event description:
It was reported that the patient underwent a revision approximately 5.5 months post-implantation due to persistent pain. During the revision acetabular cup appeared well integrated and the femoral stem was very stable; however, a new cup was impacted and secured with two screws. A very tight piriformis muscle was also noted. The stem was retained, while all other components were revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.